Event description:
It was reported that the "pressure gauge glass was broken" on the foot control device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. The event date was unknown. No injuries, medical intervention or prolonged hospitalization were reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated. A visual assessment was performed and the reported condition was confirmed. The assignable root cause was determined to be mis-handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.